Event description:
Boston scientific received information that this right ventricular (rv) lead displayed intermittent low shock impedance measurements less than 20 ohms. When looking at the impedance history, there have been two other times when the lead impedance dropped from it's average measurement to into the 20's, but it would go right back up. A boston scientific representative interrogated the lead and found impedance measurements of 53 ohms. Technical service advised max energy shocks to assess the lead integrity but the physician declined and feels the lead is fine. No shocks have been delivered since the low shock impedance measurements.

Manufacturer narrative:
The physician will continue to monitor the issue. This report will be updated if further information is received.